Event description:
It was reported by the pt's counsel that the pt underwent implantation of a pedicle screw device. The pt experienced pain post-op reportedly due to a broken screw the screw was removed. No further info is available at the time of this report.

Manufacturer narrative:
At the time of this report no additional info is available. A supplemental report will be submitted with any relevant info that is received. It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed.